Manufacturer narrative:
Other text: b3 unknown, d4: complete UDI (B)(4) one device was returned for analysis. Visual inspection showed a missing battery door, scratched lens, and a bubbled dso seal. Review of the event history log (ehl) showed multiple systems faults. A functional test was performed and the reported issue of error codes were not duplicated; however system faults were confirmed in the ehl. The cause of the reported issue was due to the main board. As a result, the main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all inquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).

Event description:
It was reported that the pump exhibited error codes 46828 and 42221. No adverse patient effects were reported by the customer.